Event description:
It was reported via a clinical report form from the confirm ii outflow post-approval study that during an orbital atherectomy (oa) treatment procedure, a non flow-limiting dissection occurred post-atherectomy. Four lesions were treated during this procedure. The right proximal sfa lesion was 95% stenotic, of soft plaque morphology, and was 10mm in length. The right popliteal (pop) artery lesion was 80% stenotic, of soft plaque morphology, and was 40mm in length. The right proximal anterior tibial (at) lesion was 50% stenotic, severely calcified, and was 40mm in length. The right distal at lesion was 60% stenotic, severely calcified, and was 30mm in length. Two run-off vessels were patent prior to therapy. The proximal sfa lesion was treated with a 1.25 solid crown oad which was spun at low speed for two runs (22sec, 17sec) and at medium speed for two runs (30sec, 16sec) for a total run time of 85sec. The residual stenosis was 40%. The crown was then upsized to a 2.0 solid crown oad and spun. The pop lesion was treated with a 1.25 solid crown oad which was spun at low speed for one run (15sec), at medium speed for two runs (31sec, 15sec) and at high speed for one run (19sec) for a total run time of 80sec. The residual stenosis was 40%. The crown was then upsized to a 2.0 solid crown oad and spun. The proximal at lesion was treated with a 1.25 solid crown oad which was spun, at low speed for one run (24sec) and at medium speed for two runs (32sec, 31sec) for a total run time of 87sec. The residual stenosis was 40%. The distal at lesion was treated with a 1.25 solid crown oad which was spun at low speed for one run (30sec) and at medium speed for two runs (32sec, 31sec) for a total run time of 93sec. The residual stenosis was 40%. The proximal sfa and pop lesions were then treated using a 5.0x40mm savvy balloon inflated to 5atms. The total inflation time in the proximal sfa was 1min and the residual stenosis was 20%. The total inflation time in the pop lesion was 2mins and the residual stenosis was 20%. The proximal and distal at lesions were then treated using a 3.0x40mm savvy balloon inflated to 5atms for a total inflation time of 3min. A 3.0x28mm cypher stent was deployed in the proximal at with 0% residual stenosis. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report# 48 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).